Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: manufacturer¿s analysis confirmed the customer comment that the device had a broken output connector. It was also noted that the upper case was broken, the encoder assembly was out-of-specification in an electrical manner, and both battery and display wires were pinched without compromise to the insulation. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the external pulse generator (epg) had a broken and missing ventricular port. The epg has been returned for repair. No patient complications have been reported as a result of this event.